Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous low results for 6 patient samples tested for crep2 creatinine plus ver.2 (crep) on a cobas 8000 c 702 module (c702). The results were much higher when repeated. Of the six samples, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 12 umol/l and this value was reported outside of the laboratory. The sample was repeated, resulting as 484 umol/l on (B)(6) 2016. The patient was not adversely affected. The crep reagent lot number was 197498. The reagent expiration date was asked for, but not provided. The customer changed the sample probe and has not observed any further issues since doing this. The field service engineer confirmed that the analyzer was ok. It was observed that many abnormal aspiration alarms occurred on the analyzer during the time of the event. Investigations have determined that a contamination of the sample probe due to improper pre-analytic sample handling is the most likely cause. Insoluble material in the sample may have coated the sample probe and this affects sample pipetting.